Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6), male, pt, in respiratory distress, the device's display was distorted with white dots and the clinician was unable to view clinical info. Complainant indicated that the pt suffered cardiac arrest and subsequently expired.